Event description:
The manufacturer of a contact lens care cup with use with 3% hydrogen peroxide systems received a report that there were cracks on two lens cases used by a consumer. No injury occurred.